Manufacturer narrative:
Date sent: 08/27/2007. Information not available, device not returned for analysis.

Event description:
It was reported by the customer that during a lap colon resection procedure, the distal staples did not close properly. The remainder of the staple line appeared okay. Another device was used to complete the procedure. There was no patient consequence.